Event description:
It was reported that a balloon rupture occurred. The target anatomy was located in the brachiocephalic lesion. A 10.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, the balloon burst before reaching the operating pressure. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal of the distal markerband. The rated burst pressure for this device is 14 atmospheres as per mustang specification. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The target anatomy was located in the brachiocephalic lesion. A 10.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, the balloon burst before reaching the operating pressure. The procedure was completed with another of the same device. No patient complications were reported.